Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy using an ambient super multivac 50 ifs wand for soft tissue debridement, the electrode plate at the tip of the wand detached from the wand in the hip joint. The plate was successfully located and retrieved. The procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is also discoloration on the adhesive and scuff marks on the spacer. There is a significant amount of scratch marks on the exposed shaft near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was observed on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.